Manufacturer narrative:
(B)(4). The reported setscrew anomaly was confirmed in the laboratory. Silicone was observed inside the rv sense/pace setscrew cavity that made it difficult for the setscrew to engage the torque wrench.

Event description:
It was reported that while loosening the screw in the header the it was found that the set screw was "stripped". The screw could not be tightened as it just continued to turn. Connection of the new lead was unsuccessful. Impedance measurements were also observed to be high. No further information was available.

Event description:
New information received notes that the patient condition was stable post-procedure.